Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the physician was unable to implant the right atrial lead. The lead was not used. There were no patient consequences reported.

Manufacturer narrative:
The reported event was unable to implant the lead. Final analysis found tha the partial lead was returned in two pieces. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.